Manufacturer narrative:
The system was used for treatment. A review of kit lot d333 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak?(centrifuge chamber), and alarm #13: photoactivation chamber door. No trends were identified. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. Service order, (B)(4) was completed: the service technician cleaned all fluid from tube clamp at the bottom of the centrifuge, cleaned the fluid from inside cover, door and hinges, removed all pumps and cleaned blood spillage from individual pump heads. Checkout procedure was performed per documentation with satisfactory results. All blood and fluid were cleared. No further repair was required. Analysis of the photos sent by the customer is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4). Device not returned.

Event description:
Customer called to report a drive tube break between the drive tube assembly and lower drive tube bearing. There were no alarms during prime. There was a photoactivation chamber door alarm during treatment due to the magnet in the door missing. There was an alarm #7: blood leak (centrifuge chamber) alarm at the time of the leak. Drive tube break occurred at approximately 500 ml whole blood processed. Patient was reported to be stable. Leak detector strip did not appear to be damaged and they were able to turn instrument back on following the leak and did not get the blood leak (centrifuge chamber) alarm. Customer requested service to ensure leak detector strip is not damaged and to fix the photoactivation chamber door magnet and ensure sensors are functioning properly. (B)(4) was dispatched. The customer sent a photo for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the photos confirmed the blood leak from upper drive tube. The root cause of the reported leak is likely that the upper bearing stop delaminated and allowed the upper drive tube to twist and break. The upper drive tube twist is the site of the blood leak. Corrective actions have been implemented to address potential root causes of drive tube delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).